Event description:
Customer reported that the cufflator needs calibration. There was no pt incident or injury reported.

Manufacturer narrative:
Eval codes: results: eval of the returned product found that the needle rests below zero on the dial. The needle moves up when the inflation bulb is squeezed and the cufflator holes pressure. The release button works as it should. The rubber protective ring is missing and the perflex face plate has a chip on the outside rim. Note: the instructions for use state: the posey cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the cufflator body, if the cufflator body is opened, any damages that result will not be covered under warranty. (B)(4).